Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate manufacturer report number.

Event description:
It was reported that after a percutaneous coronary intervention of the right coronary artery, arteriotomy closure of the right femoral artery was attempted using a perclose proglide device. Reportedly, during device retraction from the vessel, when the rail suture was pulled, the suture broke. The device was removed over a guide wire and a second proglide device was attempted. During removal of the second proglide device, when the physician pulled the rail suture; abnormalities of the knot were observed. The device was removed over a guide wire and a third proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. The analysis indicated the knot was tightened on itself during knot advancement and had been pulled out of the anatomy due to incomplete tissue capture, which may have the same appearance to the operator as a suture break. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.